Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.5, reference: 4.1, mean: 3.30, confidence limits: 1.9-4.6. Inratio: 1.8, reference: 3.36, mean: 2.58, confidence limit: 1.6-3.4. Data analysis of mean calculations from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Patient's medical conditions may have affected inr test results. Per general descriptions, patient is anemic and has hypothyroidism. There is no sufficient information to determine the root cause of customer's test result discrepancies. As of 01/28/2010, four discrepant result complaints were reported for lot # 221728 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab results as follows: date: (B) (6) 2010, inratio: 2.5, lab: 4.1. Inratio: 1.8, 3.36.